Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Sleeve gastrectomy. While being applied to the stomach, for the first reload, the stapler did not fully fire it only cut the tissue and placed half the staples. The instrument locked on tissue and was only able to be removed from the tissue after many tries. For the second reload, it was unable to fire. The surgeon could press the firing button and squeeze the handle. The reload became locked on the tissue and the staple line was incomplete. There was also poor staple formation. The device was removed from the tissue after many tries by force. A component of the device broke off, the metal part at the beginning of the device, but did not fall into the patient cavity except for a few staples. The malfunction lead to a week extension in patient hospitalization. Tissue in the stomach was damaged and the result was a fistula. The case was completed using new devices and sewing the damaged tissue. The patient is alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While being applied to the stomach, for the first reload, the stapler did not fully fire it only cut the tissue and placed half the staples. The instrument locked on tissue and was only able to be removed from the tissue after many tries. For the second reload, it was unable to fire. The surgeon could press the firing button and squeeze the handle. The reload became locked on the tissue and the staple line was incomplete. There was also poor staple formation. The device was removed from the tissue after many tries by force. A component of the device broke off, the metal part at the beginning of the device, but did not fall into the patient cavity except for a few staples and were retrieved. The malfunction led to a week extension in patient hospitalization. Tissue in the stomach was damaged and the result was a fistula. The case was completed using new devices and sewing the damaged tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use loading unit. Visual inspection of the returned loading unit noted that the cartridge was fully fired. The cartridge was disengaged. The tissue stop was bent. There was damage to the knife bar and the cutting edge of the knife blade. Functional testing could not be performed due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. A review of the device history record could not be performed because the lot number was not provided. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, buckled knife bar assembly, and deformed anvil clamping feature may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Damage to the anvil by any of the previously mentioned methods may cause the tissue stops to begin to flare outwards as the anvil deforms. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. While being applied to the stomach, for the first reload, the stapler did not fire. The surgeon could press the green button and squeeze the handle. The instrument locked on tissue and was only able to be removed from the tissue after many tries. For the second reload, it was unable to fire. The surgeon could press the firing button and squeeze the handle. The reload became locked on the tissue and the staple line was incomplete. The device was removed from the tissue after many tries by force. A component of the device broke off, the metal part at the beginning of the device. The malfunction lead to a week extension in patient hospitalization. Tissue in the stomach was damaged and the result was a fistula. The case was completed using new devices and sewing the damaged tissue.